Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an oxygen leakage and the cannula was disconnected. The patient was in home care and needed to be hospitalized. There was no patient injury reported in this event.